Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v258459, implanted: (B)(6) 2010. Product type: lead: product ID 3888-33, lot# v279838, implanted: (B)(6) 2009. Product type: lead: product ID 3888-33, lot# v182141, implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was confirmed that electrodes 0-3 and 8 had out of range impedances on two of the three leads. The device was reprogrammed with the leads that were functioning. It was noted that the ins was not at eos yet. The patient's doctor will address the issue as needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she saw the manufacturer representative today and two leads were "completely fried out." The patient noted she was in the process of "redoing it." Additional information has been requested, and when available a supplemental report will be submitted.